Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s personal assistant reported via phone call that customer was admitted in the intensive care unit due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 629 mg/dl. The customer experienced symptoms such as low back pain. The customer was treated with insulin drip. Customer stated that drive support cap appeared normal. Self test was completed and based on customer report customer did not allege insulin pump was under delivering. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.